Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer states that when doing dialysis, there was blood coming out of the catheter from the red adaptor because of screw breakage. The catheter was pulled and replaced. Medical intervention was not required. The patient is in good condition now.